Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician switched the patient from 5mg eliquis to 15mg xarelto for 21 days before switching them to 20mg xarelto. Three (3) months post procedure the patient was reimaged and there was no thrombus present.